Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Additional information was received indicating that there were a total of fifty six patients with rough surface spots on lenses following intraocular lens (iol) implant procedures. Fifty of these patients were pediatric cases (born between 1994 and 2010). Four lens models were involved (two single piece and two multipiece). There is no indication to explant the lenses and the surgeon does not have any microscopic evidence of the consistency of the deposits on or in the iols. The deposits can not be removed with a yag laser and lens pits occur.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A photo was provided and reviewed. Although a true/accurate conclusion may not be completed based on a sole photo, the following includes observations and potential associations assessed. Amorphous whitish opacification centrally apparently in the posterior surface of the lens or the posterior capsule. Folds-like haze apparently in the posterior capsule and maybe compatible with posterior capsule opacification (pco) . Apparent scratch at 11:30 in anterior surface of the intraocular lens (iol) mild whitening of the anterior capsule potentially compatible with anterior capsule opacification (aco) . Punctate opacities in anterior surface of the iol may be compatible with lens haze. -\brownish amorphous/punctate haze at the edge of the anterior capsule, between 2:00 and 5:00, unable to determine origin. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. Additional information has been requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported twenty three cases of rough surface spots on intraocular lenses (iols) noticed "some years" following iol implant procedures. Twenty of these cases occurred in pediatric patients. The spots were described as of milky aspect, calcium-like deposits, biofilm-like aspect which appeared to be just beneath the surface of the iol on the justa-superficial matrix. Those could appear on the anterior surface, the posterior surface but also on both. The spots were reported to have been observed in two different iol models (multipiece and single-piece), no further information regarding the iols involved was provided. The doctor tried to remove the deposits with yag-laser, but it did not modify its aspect. Visual acuity was not compromised and the lenses remained implanted. This is one of three reports being filed for this facility. This report is for a pool of nineteen pediatric patients. Patient identifiers and iol details are not available. Additional information has been requested and received.